Manufacturer narrative:
Additional suspect medical device components involved: (B)(4), product family: rfa-rf generator upn: rfg-4-240v, model: rfg-4-240v, serial: (B)(4), batch: g4-1355. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient was burned on their upper left thigh during an ablation procedure. The burn was treated with flamazine cream and a dressing was applied to the wound site. The cosman grounding pad, generator and cannula were used and it was speculated that a competitor's electrode was used, which is not advised per labeling. The patient was provided wound care instructions upon discharge and has recovered.